Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/9/2023. H6 component code: g07002 no device problem found. Additional information was requested, the following was obtained: confirmed today with reporting charge nurse: no patient consequences as a result, or significant delay to surgery other than replacing the suture. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that it was received one suture piece that pertain to product code 8424h. The sutures were examined, and the suture was noted with body fluid, wavy and split. In addition, both extremes were noted to be cut probably caused by a surgical instrument. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that was received one opened box with twenty-five packets that pertains to product code 8424h. In order to evaluate the conditions of the returned sample, no defects were detected. Each sample contains one strand single armed, this is correct for the product code 8424h. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: did the patient suffer from any signs or consequences due to the issue? Unknown what was the reason for removal of the implanted suture? Due to the observed fraying was the implanted suture removed during the original procedure? Yes attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6)2023 and suture was used. One suture had splitting threads. The suture was implanted, then removed during the same procedure. The procedure was successfully completed. There were no adverse patient consequences reported. Additional information has been requested.